Manufacturer narrative:
Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed devices over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection has been identified as a potential complications associated with total hip arthroplasty surgery, primary or revision section. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a right thr surgery had been performed on (B)(6) 2023 the patient experienced an infection. This adverse event was solved through revision surgery on (B)(6) 2023, in which the hip was washed-out, and oxinium fem hd 12/14 36 mm -3 and r3 20 deg xlpe acet lnr 36mm x 56mm were removed and replaced. Patient current health status is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.